Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including gravity testing and leak testing and no issues were observed. The administered solution was running correctly through the set. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set leaked from an unspecified location. It was further reported that the leakage was observed while filtering sodium chloride 0.9%. There was no patient involvement. No additional information is available.